Event description:
Information was received that the cadd cassette had high pressure alarms when trying to start infusion. No adverse patient effects.

Manufacturer narrative:
Additional information: age or date of birth and sex..